Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as the estimated remaining longevity decreased from nine years remaining to five years remaining over the course of six months. It was noted the patient recently underwent magnetic resonance imaging (MRI). A request was made to have data from this device analyzed. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.